Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was having issues with verifying the orange tracker. It was noted that the torque screws on the tracker was loose and in return the tracker itself was loose. It was reported that the tracker was able to pass verification. Technical services (ts) recommended that the site did not use the instrument. The procedure was completed using the navigation system and a grey tracker. There was no reported impact to patient outcome. There was a reported delay to the procedure of about ten minutes due to this issue. It was reported that the site owned the tracker and would not be sending it back for analysis.